Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl. Reportedly, bg level was addressed via consumption of carbohydrates. Customer declined troubleshooting with tandem technical support and declined to provide additional information.